Event description:
End user claims scooter started going in circles even after the key was pulled. End user reached back to the free-wheel lever and claims to have rec'd an electrical shock strong enough to launch end user into the air landing a couple of feet away on the driveway. End user alleges they sustained a bruised hip and stump and also an elbow laceration.